Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Were any concomitant procedures performed? Onset date/time of the pain from surgery? What medical intervention was given for the pain management? Results? Please provide the date and surgical findings of the partial mesh removal. What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. Post-operatively, the patient described persistent dragging sensation afterwards with no cause apparent. The patient was referred to physician in 2017 with chronic pain in both iliac fossae, generally around pelvic girdle with both pulling and heavy sensation in vagina. This caused difficulty walking and patient needed to adopt an abnormal position leading to pain in knees and neck. It was reported that the device was successful in restoring continence and did not erode. There was no tenderness suprapubically close to exit sites or over mesh in vagina. The patient requested removal although cause of pain was not obviously due to mesh. It was reported vaginal section of tape was removed trans-vaginally and there will be some retropubic sections remaining and cystoscopy was normal. The patient has not yet attended for follow-up to assess outcome. Additional information has been requested.